Event description:
It was reported via user facility medwatch (B)(4) that an adverse event occurred during a patient¿s hemodialysis (hd) treatment. On (B)(6) 2021 at approximately 0524 hours, a regularly scheduled hemodialysis treatment was initiated on a 2008t hd machine with the optiflux 180nre dialyzer. It was noted in the report that this patient has a polysulfone allergy. At approximately 0533, the patient complained of shortness of breath and the blood was returned. 5l of oxygen (o2) was administered via nasal canula. The patient¿s blood pressure (bp) was 124/38, pulse 85, and o2 saturation 90%. The patient reported relief of symptoms and treatment was resumed at approximately 0544. At 0548 the patient again complained of shortness of breath. Blood was returned to the patient and the treatment was discontinued. The patient¿s bp was 127/38, pulse 87, and o2 saturation 99%. Emergency medical services (ems) was called, and the patient was transported to the hospital. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hemodialysis therapy utilizing an optiflux 180nre dialyzer and the patient event of shortness of breath with discontinuation of treatment and transport to the hospital. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and utilization of the optiflux 180nre dialyzer, or any other fresenius product(s). Although the patient is listed as having an allergy to polysufone, there was no allegation that the patient experienced a dialyzer reaction during the treatment. It is unknown how long this patient has been undergoing hemodialysis or if they have experienced this reaction in previous treatments. It is also unknown if the administration of oxygen for shortness of breath is a standing order or medical intervention. The patient was transported to the hospital; however, it is unknown if the patient received medical intervention, was admitted, or continued with hd therapy going forward. Dyspnea that begins after the initiation of treatment can be caused by several issues such as acute coronary syndrome, a dialyzer reaction, or angina. Although rare, hypersensitivity reactions to the dialyzer may cause mild to severe signs and symptoms, including shortness of breath. Based on the limited information and despite no allegation of a malfunction or deficiency, it cannot be determined if the optiflux 180nre dialyzer caused or contributed to the patient¿s adverse event with subsequent discontinuation of treatment and transport to the hospital.

Manufacturer narrative:
Additional information: g1 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Thirteen lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on three of the identified lots. These dns were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots passed pyrogen testing, were within sterilization dosage parameters, and passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The optiflux dialyzer instruction for use indicates the following: ¿in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment.¿

Event description:
It was reported via user facility medwatch (B)(4) that an adverse event occurred during a patient¿s hemodialysis (hd) treatment. On (B)(6) 2021 at approximately 0524 hours, a regularly scheduled hemodialysis treatment was initiated on a 2008t hd machine with the optiflux 180nre dialyzer. It was noted in the report that this patient has a polysulfone allergy. At approximately 0533, the patient complained of shortness of breath and the blood was returned. 5l of oxygen (o2) was administered via nasal canula. The patient¿s blood pressure (bp) was 124/38, pulse 85, and o2 saturation 90%. The patient reported relief of symptoms and treatment was resumed at approximately 0544. At 0548 the patient again complained of shortness of breath. Blood was returned to the patient and the treatment was discontinued. The patient¿s bp was 127/38, pulse 87, and o2 saturation 99%. Emergency medical services (ems) was called, and the patient was transported to the hospital. No further information was provided. Attempts to obtain additional information were unsuccessful.

Event description:
It was reported via user facility medwatch (B)(4) that an adverse event occurred during a patient¿s hemodialysis (hd) treatment. On (B)(6) 2021 at approximately 0524 hours, a regularly scheduled hemodialysis treatment was initiated on a 2008t hd machine with the optiflux 180nre dialyzer. It was noted in the report that this patient has a polysulfone allergy. At approximately 0533, the patient complained of shortness of breath and the blood was returned. 5l of oxygen (o2) was administered via nasal canula. The patient¿s blood pressure (bp) was 124/38, pulse 85, and o2 saturation 90%. The patient reported relief of symptoms and treatment was resumed at approximately 0544. At 0548 the patient again complained of shortness of breath. Blood was returned to the patient and the treatment was discontinued. The patient¿s bp was 127/38, pulse 87, and o2 saturation 99%. Emergency medical services (ems) was called, and the patient was transported to the hospital. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hemodialysis therapy utilizing an optiflux 180nre dialyzer and the patient event of shortness of breath with discontinuation of treatment and transport to the hospital. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and utilization of the optiflux 180nre dialyzer, or any other fresenius product(s). Although the patient is listed as having an allergy to polysufone, there was no allegation that the patient experienced a dialyzer reaction during the treatment. It is unknown how long this patient has been undergoing hemodialysis or if they have experienced this reaction in previous treatments. It is also unknown if the administration of oxygen for shortness of breath is a standing order or medical intervention. The patient was transported to the hospital; however, it is unknown if the patient received medical intervention, was admitted, or continued with hd therapy going forward. Dyspnea that begins after the initiation of treatment can be caused by several issues such as acute coronary syndrome, a dialyzer reaction, or angina. Although rare, hypersensitivity reactions to the dialyzer may cause mild to severe signs and symptoms, including shortness of breath. Based on the limited information and despite no allegation of a malfunction or deficiency, it cannot be determined if the optiflux 180nre dialyzer caused or contributed to the patient¿s adverse event with subsequent discontinuation of treatment and transport to the hospital.